Event description:
It was reported during a ptca/stent procedure, while post dilating two newly implanted stents, the balloon was inflated above "rbp" (contrary to IFU) and it ruptured. The balloon catheter did not appear to deflate completely and all of the devices used during the procedure were removed. Resistance was met when the balloon reached the femoral access site. The catheter was removed with force and a piece of plastic was seen to have separated and remained on the guide wire. The sheath was removed, and the left femoral artery was accessed. The right illofemoral artery was examined, and was not damaged. Reportedly, no pt injury occurred during this procedure.